Event description:
On (B)(6) 2025, the user experienced ongoing issues with dexcom g7 continuous glucose monitor (cgm) connectivity, despite multiple troubleshooting steps, restarts, and use of six sensors from three different shipments. The ilet attempted to pair but connection was not maintained. An overnight replacement device was arranged. No blood glucose (bg) values were affected. No symptoms were reported during the event.